Event description:
During surgery, metal shavings were dispersed throughout the ankle from a 3.0 small joint hooded burr due to metal on metal friction. The ankle was cleaned out with irrigation and suction.